Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture baker grade IV, lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, lymphadenopathy, seroma-late and rupture.

Event description:
Healthcare provider "suspicion of implant rupture with deformity of the breast due to baker's grade IV capsule, left axillary and left arm adenopathy." "Palpable siliconoma in the proximal region of the left arm " device has been explanted.